Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery depleted rapidly and trigerred elective replacement time (ert). Attempt was made to obtain additional information but no information was available. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis indicated that microscopic visual inspection found no irregularities and review of the memory log found no irregularities as well. The allegation against premature battery depletion (pbd) was confirmed. The device behavior was consistent with bin hopping.

Event description:
--